Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating the she was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The patient was in a vehicular accident and was the driver. The customer was admitted to the hospital. The customer stated that she was driving and of a sudden she dazed off and drove in circles. The customer stated that the perceived cause of the low blood glucose was unsure. The customer was advised to with their healthcare provider regarding the low blood glucose and asked to monitor the insulin pump. The customer was advised that the device would be replaced due to scroll wrap feature.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.